Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a left ventricular lead that exhibited loss of capture post fall. Upon testing, lead was noted to have pulled back into the coronary sinus. Lead was explanted and replaced. System tested fine post procedure. Patient had no symptoms and was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.